Manufacturer narrative:
Updated fields: e1 (event site email), g1 (contact person ¿ mfg site), h6 (type of investigation, investigation conclusions, investigation findings). The product was returned with the membrane completely unfolded and traces of blood was found inside of the inner lumen. The one-way valve was returned separate from the iab. -the engineer attempted to insert the laboratory 0.018in guidewire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. -the one-way valve was vacuum tested, and it held vacuum. The reported difficult/unable to advance iab through guidewire cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. Complaint record ID no.: (B)(4).

Event description:
It was reported that intra aortic balloon had an issue, unable to pass the guidewire through balloon. The hospital staff utilized another balloon and the same guidewire passed through it. There was no patient death or injury.

Manufacturer narrative:
The device has not been returned to the manufacture yet, so we are unable to complete an evaluation.if provided we will send a supplemental report with our additional findings. Comlaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4- expiry date, d4-UDI number, h4-mfg date. Updated fields: b4, g1-contact person at mfg site , g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11, corrected fields: h6 (medical device ¿ problem code).